Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion and total delamination of the valve. Leak test and microscopic analysis was performed which identified total delamination of the valve. Based on the device analysis, the final assessment is total delamination of the valve (adhesive failure). Additional, changed, and/or corrected data: b.5., d.7., d.10., g.3., h.3., h.6.

Event description:
Additionally, healthcare professional reported "implant upside down", "1/3 full-clear fluid", "grade ii capsule" and "leak at valve".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.